Manufacturer narrative:
Eval summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. However, the exact cause analysis cannot be determined with certainty. Eval: as returned the tm reverse helmet has a fractured tab. The helmet has a approximate field age of 1 yr. Mfg documentation for this lot has been reviewed and indicates that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the tabs of the helmet have fractured.